Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event. The patient was treated with an unspecific intraperitoneal anti-inflammatory drug (dose, duration, and frequency not reported) for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.